Event description:
Note: date of event is unknown. In 2007, it was reported to boston scientific corporation that during the exchange of a securi-t enteral feeding device (patient age and gender unknown) that had been in for eight months, the bumper "detached and fell down into the stomach". The bumper was withdrawn by endoscope and the procedure was completed with a second securi-t device. The patient's condition was reported as, "good".

Manufacturer narrative:
The device has been received but and evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation and a complaint trend analysis are in progress; results will be provided in a follow up medwatch report.